Manufacturer narrative:
The complaint was initially reported on (B)(6) 2014 as resistance within the coil introducer. Coil damage was found during product analysis on (B)(4) 2015 and was later confirmed with the customer. The complaint met MDR reportability criteria on (B)(4) 2015. Information regarding patient age, gender, weight, and medical history were not provided. Complaint conclusion: the device was returned for analysis. The proximal end of the coil has severed compression and buckling damage. The coil is undamaged between the damaged proximal end of the coil and the damage located at the end of the first secondary winding off the ball tip. The coil¿s socket ring has been pushed down inside the outer sheath. The distal tip of the device positioning unit (dpu) and the proximal end of the coil are no longer concentric to each other. The resheathing tool was returned separated into two pieces. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. Upon receipt, the coil was advanced outside the introducer sheath multiple times without any issues. The elevation of the v notch edge above the surface plane indicates the sheath came in contact with the inside edge. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The evidence suggests the possibility of two contributing factors to the coils advancement difficulty. These contributing factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils advancement difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. If the sheath was pulled straight back, the locking mechanism may have caught the inside of the v notch of the resheathing tool. In addition, the locking mechanism may not have been fully disengaged off the core wire. This would produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action would produce significant resistance which may have caused the coil¿s socket ring to be pushed down inside the outer sheath and a portion of the coil damage which included severe compression and buckling damage. In this condition the coil would encounter severe resistance during advancement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary, but equal contributing factor to the coil advancement difficulty may have been due to distal interference. This interference may have severely damaged the coil causing severe resistance when attempting to advance the coil. The source and location of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. The DHR review for the reported coil in the complaint event was completed and a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil damage was confirmed through product analysis. The cause of the resistance and coil damage could not conclusively determined; however, there were device handling factors that are addressed in the IFU that may have contributed to the failures. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
The surgeon was ready to push deltaplush coil through the introducer (dpl10030620/(B)(4)) to unsheathe the coil, but found the coil could not be delivered and the coil became kinked. It was reported that the microcatheter used for the procedure was unknown and the coil introducer did not appear damaged. The devices had been prepped and used as per the instructions for use (IFU). There was no clinically significant delay in the procedure, and the procedure was completed by using another coil. There were no patient adverse events.